Event description:
During use of subject device for an uncertain procedure, the error was occurred. There was no patient harm reported. The result of the evaluation in olympus medical systems corporation, it was found that the probe of subject device was broken.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed tha the probe broke down at 10mm from the distal end. There was a scratch at the broken point. The shape of the fracture surface showed tha the fracture developed from the scratched as the starting point. There were contact marks of the probe and jaw where the probe was broke off. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, we have concluded that ptfe pad was worn by continuously activating output without grasping anything. Consequently, the probe and jaw came into contact, which caused scratches in both the probe and jaw. After that, since physician continued to use the device, the probe tip broke.